Event description:
Unomedical reference number: (B)(4). Event occurred in canada the patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector right after insertion. Therefore, the patient's blood glucose level was 11 mmol/l at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.